Event description:
This respiratory therapist went to place patient back on the v60, hospital issued bi-pap, when the patient stated she could not breath on it, and her oxygen desaturated. At the same time the machine started alarming. The alarms were: aux supply failed. 35 v failure. Patient circuit occluded. I then called out to the nurses to come in, and place patient back on high flow oxygen, and stay with patient as I went and claimed a bi-pap from a room that the patient refused. Cleaned it, dressed it, and placed patient on the bi-pap. She was already back up to 95% oxygen by this time. Patient recovered without incident.